Event description:
The pt had a lead revision; additional details were not provided. The implantable neurostimulator (ins) battery was overdischarged; it had been overdischarged for one year. One pmr (physician mode recharge) was tried in the office on (B)(6) 2010. The pt had tried 2 at home with no success. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).